Manufacturer narrative:
A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during inflation of the balloon, the balloon burst and did not activate properly. Additional information has been requested but not yet received.